Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2015 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6), 2015 and was revised on (B)(6), 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update event description based on med review:, "operative note, failed tha due to trunnion corrosion. New v40 taper placed and ceramic biolox head 36mm, trident x3 polyethylene 36mm ID. Index hip (B)(6) 2015, intraoperatively finding of minor fouling on the trunnion."

Manufacturer narrative:
An event regarding corrosion and abnormal ion level involving a accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicate [....] (B)(6) 2021: operative note, failed tha die to trunnion corrosion. New v40 taper placed and ceramic biolox head 36mm, trident x3 polyethylene 36mm ID. Index hip (B)(6) 2015, intraoperatively finding of minor fouling on the trunnion. Patient, advised that he was at risk, with co 2.5, and cr 1.2 on 01/2021, repeated (B)(6) 2021 and still elevated at 1.8 and 1.0. Infection work up negative. MRI showed sliver of troch bursitis. No pseudotumor noted. Advised to go to surgery due to potential for trunnion failure. Hip fluid benign, no signs of infection, head knocked off, trunnion with minor fouling, felt to be usable. Stem and cup stable. Confirmation: a revision surgery was performed. Injuries and excessive levels of chromium and cobalt could not be confirmed. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.